Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/coil seen just to the left of midline at the fundus with a tip of an essure device protruding in the right tubal ostia"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon and alesse bcp. Family history included diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial infections repeated uti's"), uterine inflammation ("infection (other) describe: uterus inflamed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary issues"), migraine, headache, nausea, dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge, fatigue, weight increased ("weight gain/loss specify which one: weight gain") and pelvic pain. The patient was treated with surgery (she had hysteroscopy with removal of right essure device and replacement of the right essure), surgery (hysteroctomy) and surgery (hysteroctomy). At the time of the report, the device dislocation, fallopian tube perforation, device breakage, menorrhagia, adverse event, urinary tract infection, uterine inflammation, bladder disorder, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown, the back pain and pelvic pain was resolving and the dyspareunia, urinary tract disorder and vaginal discharge had resolved. The reporter considered adverse event, back pain, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine inflammation, vaginal discharge and weight increased to be related to essure. The reporter commented: on or about 2014 and 2015, patient underwent the essure procedure. Patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Events uti, uterus inflamed, bladder & urinary tract disorder, migraines, headaches, nausea, device breakage, dysmenorrhea, vaginal discharge, perforation (fallopian tube), fatigue, weight gain & pelvic pain were added. Historical drugs, event outcome, lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ coil seen just to the left of midline at the fundus with a tip of an essure device protruding in the right tubal ostia"), fallopian tube perforation ("perforation (fallopian tube(s)", device breakage ("device breakage"), device expulsion ("malposition of essure device location of device: left coil-uterus") and uterine perforation ("perforation (uterus)" in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon and alesse bcp. Family history included diabetes. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depoprovera) since on (B)(6) 2014 and mirtazapine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"), 2 years 11 months after insertion of essure. In april 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In october 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infections repeated uti's"), uterine inflammation ("infection (other) describe: uterus inflamed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ urinary issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and uterine pain ("uterine pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysteroctomy, laproscopy removal and replacement of left coil, she had hysteroscopy with removal of right essure and she had hysteroscopy with removal of right essure device and replacement of the right essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, device expulsion, uterine perforation, menorrhagia, adverse event, urinary tract infection bacterial, uterine inflammation, bladder disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and uterine pain outcome was unknown, the pelvic pain and back pain was resolving and the dyspareunia, urinary tract disorder and vaginal discharge had resolved. The reporter considered adverse event, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection bacterial, uterine inflammation, uterine pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: on or about 2014 and 2015, patient underwent the essure procedure. Patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (uterus) and other (please describe), migration of left coil & perforated uterus; in january 2015: apr/2014 and jan/2015, 1st result the coils were in place: 2nd result left coil removed & replaced inplace. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: new events : uterine perforation,device expulsion,uterine pain were added. Concomitant medications were added. Result of hysterosalpingogram was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), device dislocation ('migration of implant/ coil seen just to the left of midline at the fundus with a tip of an essure device protruding in the right tubal ostia'), fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: left coil-uterus') and uterine perforation ('perforation (uterus)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon and alesse bcp. Family history included diabetes. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depoprovera) since (B)(6) 2014 and mirtazapine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"), 2 years 11 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infections repeated uti's"), uterine inflammation ("infection (other) describe: uterus inflamed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ urinary issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and uterine pain ("uterine pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy, laproscopy removal and replacement of left coil, she had hysteroscopy with removal of right essure and she had hysteroscopy with removal of right essure device and replacement of the right essure). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, fallopian tube perforation, device breakage, device expulsion, uterine perforation, heavy menstrual bleeding, adverse event, urinary tract infection bacterial, uterine inflammation, bladder disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and uterine pain outcome was unknown, the pelvic pain and back pain was resolving and the dyspareunia, urinary tract disorder and vaginal discharge had resolved. The reporter considered adverse event, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection bacterial, uterine inflammation, uterine pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: on or about 2014 and 2015, patient underwent the essure procedure. Patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy noted in date of insertion (B)(6) 2011 in previous case and in this follow up (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (uterus) and other (please describe), migration of left coil & perforated uterus; in (B)(6) 2015: (B)(6) 2014 and (B)(6) 2015, 1st result the coils were in place: 2nd result left coil removed & replaced inplace. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received : event "chronic salpingitis", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), device dislocation ('migration of implant/ coil seen just to the left of midline at the fundus with a tip of an essure device protruding in the right tubal ostia'), fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: left coil-uterus') and uterine perforation ('perforation (uterus)') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon and alesse bcp. Family history included diabetes. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depoprovera) since (B)(6) 2014 and mirtazapine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"), 2 years 11 months after insertion of essure. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infections repeated uti's"), uterine inflammation ("infection (other) describe: uterus inflamed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/ urinary issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and uterine pain ("uterine pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy, laproscopy removal and replacement of left coil, she had hysteroscopy with removal of right essure and she had hysteroscopy with removal of right essure device and replacement of the right essure). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, device dislocation, fallopian tube perforation, device breakage, device expulsion, uterine perforation, heavy menstrual bleeding, adverse event, urinary tract infection bacterial, uterine inflammation, bladder disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and uterine pain outcome was unknown, the pelvic pain and back pain was resolving and the dyspareunia, urinary tract disorder and vaginal discharge had resolved. The reporter considered adverse event, back pain, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, salpingitis, urinary tract disorder, urinary tract infection bacterial, uterine inflammation, uterine pain, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: on or about 2014 and 2015, patient underwent the essure procedure. Patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy noted in date of insertion (B)(6) 2011 in previous case and in this follow up (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded), perforation (uterus) and other (please describe), migration of left coil & perforated uterus; in (B)(6) 2015: (B)(6) 2014. And (B)(6) 2015, 1st result the coils were in place: 2nd result left coil removed & replaced inplace.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.